Event description:
Reportable based on device analysis completed on 25july2024. It was reported that crossing difficulties occurred. The 77% stenosed pre dilated lesion was located in the severely calcified mid right coronary artery. However, during the procedure, the device could not cross the lesion due to severe calcification. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed longitudinal tear on the main body of the balloon.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the balloon identified a longitudinal along the main body of the balloon. Multiple kinks were identified along the hypotube shaft. A detailed microscopic examination of the balloon material identified a longitudinal tear 1.5cm in length. No issues or damages in the shaft polymer extrusion. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.